Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer repeated the sample on the same instrument and the sample resulted as expected upon repeat testing. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on the same instrument and a corrected result was obtained and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.